Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. However, the reason for the revision is still unknown.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.